Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an air leak and ventilator alarm. After the ventilator alarmed, the patient was in danger and rescued. Later, the tracheotomy was selected and the patient is out of danger. After the intubation was completed, the airbag could be filled and closed the airway without any operation or medication. It was stated that the patient medical history was intracranial hemorrhage.